Event description:
A customer reported that, after the lens replacement, the patient experienced visual disturbance daily in the form of flashing or strobing. Therefore the patient experienced headache and anxiety. The patient was having these visual disturbances regularly which impacted the quality of life. Hence the walking hours of the patient was miserable. The patient is now looking for the lens replacement although it might be painful and risky. Additional information received stating that, the patient was experiencing the disturbance in the vision everyday, going out was not comfortable. Lighting in stores, restaurants, doctor's offices, homes and more most all cause the flashing. Overhead lighting and lighting coming from lamps at a certain angle generally give the grief. The patient also seem to be having more bright flashes on the outside of the eye when lights hit at certain angle. Since the quality of patient is affected, the patient is proceeding with lens replacement. There are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, the patient had her second lens replacement, after the replacement, the patient's symptoms were resolved. There are two medical device reports associated with this patient. This report is for right eye.